Manufacturer narrative:
Concomitant medical products: 5076-65 lead, implanted: (B)(6) 2014; 5076-52 lead, implanted: (B)(6) 2006. Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a procedure to change from an implantable pulse generator (ipg) system to an implantable cardioverter de fibrillator (ICD) there was an occluded left subclavian vein. The active right ventricular (rv) lead and the previously capped right ventricular (rv) lead were explanted and replaced with a high voltage right ventricular (rv) lead. No further patient complications have been reported as a result of this event.